Manufacturer narrative:
The customer chose not to send the device to philips for evaluation. The device was not evaluated by philips. A philips clinical specialist reviewed the strips that the customer provided. Two strips dated (B)(6) 2016 with a time stamp of 20:05:30 were reviewed. The device can be configured to print on charge so the device will print a continuous strip during charging and to print on shock so the device will print a 12-second strip when a shock is delivered. Based on the strip provided, the device appeared to have been set up to print on shock and to print on charge. Strip 1: the first strip appeared to be from print on charge and it showed a period of approximately 5-6 seconds where the device was charging to 150 joules. It also showed the beginning of the shock being delivered. There was an indication of the device charging energy at the beginning of the first strip signified by a triangle, upward arrow and 150j at the bottom of the strip. Strip 2: the second strip appeared to be from print on shock and it showed the delivery of energy (153j, 61 ohms) and the post shock rhythm. Neither strip showed the ECG waveform upon which the shock advisory decision was made, because that waveform occurred before the device began charging so was not captured by the ECG strips forwarded to philips. Therefore, philips cannot provide an analysis of the shock advisory decision. No parts were replaced. The device remains in use with the customer. As philips did not evaluate the device and as the philips clinical specialist was not able to provide analysis of the shock advisory decision, no conclusion can be drawn.

Event description:
It was reported to philips that the customer alleged inappropriate shock delivered using a heartstart xl defibrillator during cardiac arrest. The customer team staff indicated that a shock had been delivered. On examination, the defibrillator was in AED mode. The rhythm strip was examined by the customer and the customer noted that an inappropriate shock was delivered.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer alleged inappropriate shock delivered using a heartstart xl defibrillator during cardiac arrest. The team staff indicated that a shock had been delivered. On examination, the defibrillator was in AED mode. The rhythm strip was examined and it was noted that an inappropriate shock was delivered. The patient died.